Event description:
It was reported that on (B)(6) 2021, a 21 mm sjm regent heart valve w/flex cuff was selected for implant. During the implant procedure, the device was successfully placed in a small annulus. During rotation of the valve, the physician was unable to get it to rotate. The device as explanted and replaced with a non-abbott device to resolve the event. The patient remained hemodynamically stable throughout the procedure, but there was a clinically significant delay. The patient is stable.

Manufacturer narrative:
The reported event of "during rotation of the valve, the physician was unable to get it to rotate" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.